Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the footswitch did not respond. The surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The customer reported that the footswitch was not responding. The company representative examined the system and found that the system functioned as intended. The system was then tested and met all product specifications. The company representative assisted the customer in returning the footswitch and purchasing a replacement. The footswitch was received and a visual assessment of the returned sample revealed no nonconformity. The returned footswitch was installed into a calibrated system in order to attempt to recreate the reported event. The footswitch passed all testing and met product specifications. The footswitch was manufactured on july 20, 2007. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on may 11, 2004. Based on qa assessment, the product met specifications at the time of release. The footswitch was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).